Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection was performed which observed a broken spike at the level of a raw material part. The reported condition was verified. The cause of the condition was due to a material defect in the raw material of a part used during the manufacture of this set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of solution set with interlink had a crack which allowed air to start ¿to come through the line.¿ it was further reported that the chamber below the spike ¿was running out of drug¿. The set was being used to deliver an unspecified drug on an infusion pump which caused an air in line fault message. This issue was identified during a patient infusion. As a result, the infusion was stopped and the ¿spike was pulled out of the bottle¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.